Event description:
It was reported that the lead had intermittent exit block. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed and the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Also the visual summary analysis of the lead indicated apparent explant damage and the lead indicated stretching. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead had high/unstable thresholds and there was intermittent exit block. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.